Event description:
Patient reported their curlin pump is not working properly. Patient reported they only got air instead of liquid while infusing. Patient reported they did not miss any doses or have an interruption in therapy. Pump serial number provided: (B)(6), expiration 01/29/2026. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hyqvia kit - 25gm. Hyqvia kit indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - yes.